Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on but some of the led segments were not illuminating on the display screen. An internal inspection of the device was conducted and the unit was confirmed to have contamination on the user interface board on or in proximity to led diodes, possibly due to liquid ingress. The user interface board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over (5) years with no previous reported issues prior to this reported event.

Event description:
It was reported that the nurse turned on the unit and no numbers came out and when biomed turned on, the display did work but led under light did not work. No known impact or consequence to pt.